Event description:
It was reported that a patient had a fall that damaged her lead and she had it replaced on the other side of her body. This occurred in september. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v700596, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).